Event description:
It was reported that the patient presented for a follow up. Review of stored electrograms (egms) revealed that the right atrial (ra) lead exhibited inappropriate automated mode switch (ams) and noise reversions due to oversensing of noise. The lead was capped and replaced (B)(6) 2021. The patient was asymptomatic and stable before, during and after the procedure.